Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoraco/lobectomy staples seemed to be placed properly, however when both pulmonary ventilation was started, right lung did not inflate. Since the bronchus was very thin, right middle lobe bronchus would tear or some staples would form poorly. The subject right middle lobe bronchus was recovered by hand stitch with 4-0 pds for closure. Last patient's status: good. Operating time not extended 30 min. There was additional tissue resection. Pieces fell into the cavity and could not be retrieved. No bleeding.

Manufacturer narrative:
Post market vigilance (pmv) and engineering concurrently led an evaluation of egia 45 articulating med/thick sulu opened by the account. Visual inspection of the cartridge noted that the reload was fully applied. The pushers were well above the cartridge surface from the most proximal end of the cartridge to the 3cm cut line and from the 2cm cut line to the most distal end of the cartridge. The pushers were flush to the cartridge from the 2 to 3 cm cut lines. The reload was loaded into a post market vigilance (pmv) instrument for functional evaluation. The instrument and the reload were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Photos provided by the account demonstrate the jaws are open and a height difference between the staple pushers between the 3 and 2 cm cut lines. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of this condition may occur if the reload is applied over tissue that is below the indicated range of thickness. Use on tissue thinner than the indicated range may result in over crimped and malformed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Nothing fell into the patient cavity. There was additional tissue loss. The bronchus was perforated. They transected and sewed it at the proximal side.